Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction issue. The pump skipped the load step and displayed a "no cartridge detected" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/12/2013: the device was returned to animas and evaluated by product analysis on 08/26/2013 with the following results: crack observed in pump case near top right corner of display. Unable to adequately investigate due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.